Event description:
It was reported that this right ventricular (rv) lead may have dislodged due to an odd looking morphology on shock channel associated with some atrial pacing intervals. Some sensing and morphology in alignment so not happening consistently. Attempts to obtain additional information were unsuccessful. This rv lead remains in service and no adverse patient effects were reported.